Event description:
It was reported to philips that the system would not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system would not boot up. The philips service engineer connected with the customer and reviewed the system log file. Analysis of log file identified that the hardware was missing for displaying configuration and video switch reconnection errors. The philips field service engineer (fse) went onsite and performed troubleshooting, suggested customer for the replacement of matrix switch and flexvision pc. However, customer did not accept the quote for replacement and no service is provided from the philips. The codes were updated based on the investigation outcome.